Manufacturer narrative:
In telephone contact, it was informed that the dentist did not have information about lot number of the product. Considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form and visual conference of the product returned by the dentist. The MDR 3008261720- 2019-05074 was sent in 20191008, but it is being resubmitted because it was not received by FDA system within the deadline due to a system problem during (B)(6), according to information provided by (B)(6) help desk.

Event description:
(B)(4). The dentist reported that 6 months and 17 days after the dental implant was installed in intraoral region 7#, its loss of osseointegration was observed.